Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted the door roller was missing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical dept with a note that stated, "damaged." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were on reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was missing. Though requested, no additional info was provided. .